Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was acting really weird 2 weeks ago. Instead of stimulation in the back it was going to the ribs. It felt like a belt tied around the stomach. It should have not been on with no stimulation, but they were still getting stimulation. The patient saw the manufacturing representative (rep) nancy 7 times to correct this so finally they told the patient to turn it off. The patient needed an MRI because they thought something was wrong with the device and to check if the leads had migrated. It was noted that 3 weeks after implant they started having problems with it. The patient later reported that the device was to help with her lumbar pain, which was in areas of s1, s3, s4 and s5. All were affected in one or another. The patient would get stimulation but the stimulation would come around the left side and it did not touch her back. Instead the stimulation would go into the ribs and stomach, and it felt like a band around her stomach. The patient had been very upset and had been to hell and back. The x-ray done recently showed that the leads were in the thorax area, not in the lumbar area. That explained why she was not getting any relief in her back and why she was feeling stimulation in the ribs, arm and stomach. She felt that the leads had migrated. One of the times when she met with the rep, the rep had checked out the leads and confirmed that the leads had not migrated and that they were in the right place. The patient was 100% sure she would be having the device removed by a different neurologist.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740. Serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy. The patient stated that she is currently getting stimulation down her rib cage on either side and down her leg. The patient said that the stimulation was more like shocks. The patient felt it even when the stimulation was turned off. The patient connected with her implantable neurostimulator (ins) and status showed that the therapy was off. The most recent programming was a month ago when the rep met with the patient to turn adaptivestim on, but that wasn't working either. The patient said that the settings stays the same despite position change. Adaptivestim was not verified since the patient was already complaining about the stimulation not working right. The patient stated that the spinal cord stimulation (scs) was to help with her lower back and leg, but she found out that it was more of a "vascular" issue per her healthcare provider (hcp), thus she will need leg surgery next week. In addition the patient said she has peripheral artery disease, nonetheless, the patient was still not getting pain relief in her lower back. The patient did get it at one point but through the process of programming she had lost it. The patient said that the stimulation seemed to last for a week before shifting and going somewhere else. In addition, the patient reported that she has gotten stimulation in her stomach as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received reported that the rep was made aware of the issue on (B)(4) 2015. An impedance check was performed on (B)(6) 2015. The patient was given a high definition (hd) program and was told how it works and which group was programmed for hd. The rep then wrote down the group that was in hd as well as traditional programs. The reason the patient felt the strange sensation in her legs was because she forgot what was explained to her about how the hd worked and the patient turned the hd program all the way up so that she could feel stimulation. The shocking issue was resolved by re-educating the patient on how the hd worked and its purpose. In addition the patient was getting stimulation in their stomach and had no stimulation in their lower back. The issue was resolved by narrowing the pulse width for the stimulation in her stomach issue. The loss of stimulation in the patient's lower back was resolved during reprogramming and the patient was re-educated on hd and traditional stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she met with the manufacturer's representative (rep) 7 times and on the 7th time she supposedly reprogrammed and it was still not helping. The rep told the patient two things. Firstly, she was told migration if not getting relief. The patient's was central lumbar in s1 and it had been going into the hips and initially pain in the hips and stopped and taken edge off. She could not bend over, and patient did nothing but sitting in bed and could not work with this. There was controversy between it being her artery disease and cramping pain and this also overlapped with back pain, so they did not know which one it was. They finally found a surgeon who did angioplasty on the right leg and pain went away in the calf and now the doctor was going to do another one in the following week. It was noted regarding the migration, they checked the equipment and determined it was fine. There was stimulation in the side stomach ribcage and sometimes arm and nothing in the lumbar area. The rep told the patient to have an x-ray. The patient mentioned having this removed. There was stimulation in the wrong area since implant and headaches started right after implant. Two programs were put in that did nothing. It was noted the patient did not feel a sense of security and had been through too much pain. It made the patient stop working and living by finger nails. In the following week, the calves were going to be taken care of. There was stimulation when it was not supposed to be stimulating and this started 2 months prior to the report. When turning it on, which the patient had not had on,it would set on one of the letters and the stimulation was there but in the legs and it was not supposed to be there. The patient did not have all this pain on the left, and now it was far more over to the left since three weeks prior. The patient reported seeing 30 doctors and no one would touch the legs. This started years ago and thought it was back all along. 3 years prior to the report, when the patient visited the doctor for her back, he was examining the patient and said the patient did not have pulses in feet. Vascular neurology for 3 years of patient had to go to graduation in a wheelchair. The patient was seeing a therapist. It was noted the patient had the device off for one week because the rep was supposed to call the patient and try this again, but the patient had not gotten a call. A few things were bothering the patient for the pamphlet on troubleshooting, but the patient could not confirm which booklet she was referring to. It was noted the patient had an MRI 2 weeks prior to the report. A carrying case was given.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient stated hat they had a second device placed by a healthcare provider (hcp) and their pain doctor took an x-ray and found that electrodes were not put in right and were at a 35 degree angle and not working at all. The patient stated that they were told about the pain pump and had been waiting for that and then they would take out the stimulator. Patient services asked for the date of the patient¿s second implant and a date was unable to be obtained. The patient stated that they had a standard lead and then a paddle lead put in. The patient stated that they were not getting relief and realized it was put in crooked. The patient stated they figured this out 4 to 5 months ago. The patient stated that they had tried so many things to get relief and had the test where fluid was injected in their spine and they were without pain for one day. The patient indicated that they were a candidate for the pump. The patient also mentioned that they had a lost of scar tissue. The patient stated that they live 24/7 in pain. They could not walk, or sleep and someone had to get groceries for them. The patient wa s upset because they wanted the pump and they had to wait until sept for this. The patient stated that they could not even walk from the pain. The event occurred since implant (2015-07-15). No further complications were reported/anticipated. Additional information for regulatory report #s: 6000153-2015-00277 and 6000153-2015-00278 will be captured in supplementals of this regulatory report.